Manufacturer narrative:
(B)(4). Approximate age of device ¿ (B)(6). The pump remains in use supporting the patient. No further issues have been reported. A correlation between the device and the reported event could not be determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital for an acute driveline infection. Drainage was found coming from the driveline, but was not observed in the pump pocket. Cultures were positive for (B)(6), and the patient was started on IV daptomycin. The patient was discharged on (B)(6) 2016.